Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported air in line which was not reproduced. The reported problem of 'air in line' was confirmed in the event history log (ehl) through multiple 'air-in-line!' Messages. The issue was not reproduced due to a related reload set error. Evaluation inspected the device per (B)(4) and found the issue attributable to an out of specification ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed air in line. The event date, process step and the location where the problem was found were unknown. There was no known patient injury or medical intervention associated with this event. No additional information is available.